Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds. When attempting to place the new lead in the header, the physician had difficulty rotating the set screw. A new implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.